Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of a umbilical hernia. It is well established those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s hernia can be attributed to strenuous work for his employment with no indication of a deficiency or malfunction of any fresenius product(s) or device(s) as confirmed by this patient. This is further supported by studies that have found most hernias occur prior to the patient¿s start on pd. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, though an allegation exists by the patient that stated pd fluid caused his hernia, there is no objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2025, during a follow-up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they presented to the emergency department (ed) following abdominal pain during ccpd therapy at home. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with this pd patient, it was reported this patient presented to the ed on (B)(6) 2025 following abdominal pain during a ccpd treatment on the liberty select cycler at home. The patient was diagnosed through medical imaging with an umbilical hernia that pressed on his bladder, causing localized inflammation. The patient did not receive medical intervention while in the ed and he was scheduled for consultation in the middle of (B)(6) to assess his hernia. The patient¿s hernia was attributed to his strenuous job with no indication of pd involvement. It was affirmed that he is susceptible to hernias as they experienced a different type of hernia in 2022 that received surgical correction. The patient confirmed that his umbilical hernia was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The patient continued ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2025, during a follow-up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they presented to the emergency department (ed) following abdominal pain during ccpd therapy at home. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with this pd patient, it was reported this patient presented to the ed on (B)(6) 2025 following abdominal pain during a ccpd treatment on the liberty select cycler at home. The patient was diagnosed through medical imaging with an umbilical hernia that pressed on his bladder, causing localized inflammation. The patient did not receive medical intervention while in the ed and he was scheduled for consultation in the middle of (B)(6) to assess his hernia. The patient¿s hernia was attributed to his strenuous job with no indication of pd involvement. It was affirmed that he is susceptible to hernias as they experienced a different type of hernia in 2022 that received surgical correction. The patient confirmed that his umbilical hernia was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The patient continued ccpd therapy on the same liberty select cycler at home following this event.